Event description:
It was reported that during a procedure, the unit broke during insertion into the femoral canal. It was further reported that a quantity of 2 units were complicated in the event.

Manufacturer narrative:
Additional info will be provided once the investigation has been completed.